Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would boot up but had no control or menus and a red light was flashing at battery. The epg powered up and passed testing. It was indicated that the epg was full of contamination. The contamination included both case halves, the output connectors and nuts, display frame, display grommets, display frame screws, encoder assembly and nuts, the main printed circuit board (pcb), knobs and main seal. It was also indicated that the lower case¿s atrial printing was worn and the battery drawer shorting bar was rusted. It was also indicated that both display wires were pinched and wire was exposed. It was also indicated that the keypad window scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would boot up but had no control or menus and a red light was flashing at battery. The epg was returned for service. There was no patient involvement.